Event description:
Pt received paraffin treatment to index (left) finger. After 10 minutes of treatment, the pt informed therapist wax was "hotter than usual." Paraffin removed, skin inspected. Next day pt informed therapist they had a blister, pt declined medical treatment. Five days later pt returned to therapy with a fluid filled blister on left index finger. Pt again declined medical treatment. Discharge planning was initiated.